Event description:
Follow up information received identified the patient was clear from infection.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection at the scs ipg site. Subsequently, the patient had her scs ipg removed. Reportedly, the physician believed it was a contained suture abscess. No further information was available at this time.